Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) checked the subject device and found following. The angulation did not meet specification. The bending section rubber adhesive was detached, chipped and cracked. The suction function on the suction channel was insufficient. The suction cylinder, the air/water cylinder, the endoscope connector and the instrument channel port were dirty. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021]. Raoultella ornithinolytica (46 cfu/ml), pseudomonas aeruginosa (14 cfu/ml), hafnia alvei (2 cfu/ml). [Second time; (B)(6) 2021]. Raoultella ornithinolytica (15 cfu/ml), enterobacter cloacae complex (10 cfu/ml), pseudomonas aeruginosa (375 cfu/ml). [Third time; (B)(6) 2021]. Air/water channel: raoultella ornithinolytica (15 cfu/ml), enterobacter cloacae complex (25 cfu/ml), pseudomonas aeruginosa (unknown). Instrument channel: raoultella ornithinolytica (5 cfu/ml), enterobacter cloacae complex (39 cfu/ml), pseudomonas aeruginosa (6 cfu/ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 3cc paa, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. No deviation in the reprocessing procedure from the IFU was detected. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, the reported phenomenon could have occurred due to insufficient reprocessing, as there were dirt in the suction cylinder, the air/water cylinder, the endoscope connector and the instrument channel port and kink in the suction channel. The reprocessing manual of the subject device has already warns following: 1.4 precautions warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.